Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that they have seen an increase in cracked cartridges when delivering the intraocular lens (iol). The cartridges are not available to return. Additional information is not available.